Event description:
It was reported when opening a packaged 50mm cup, within expiration date, and it had a white, chalky film/residue inside the packaging. The surgical staff and sales representative deemed it a risk to patient safety and decided not to use the product. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the provided pictures identified a white, powdery substance on the tpu blue pouch. Sterility is considered not breached. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.